Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europe (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was dark at the unspecified timing. The user also reported that the endoscope which had been connected to the subject device was worked with another unit. Even it was swapped the connectors, the subject device was not worked. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the end, the subject device was not returned to olympus europe se & co. Kg (oekg) but was inspected and repaired by the field service engineer of oekg at the user facility. The field service engineer found that the video connector socket of the subject device did not hold the device which was connected to the subject device because it was deformed. It was also found that the image of the subject device was not displayed with connecting to a several different camera heads. The field service engineer changed the connector base and pip (picture in picture) connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to following causes; since the terminal of the electrical contacts inside the video connector socket was deformed, it might have occurred due to a problem in the communication between the subject device and the endoscope. As to the cause of the failure, a terminal of the electrical contacts of the endoscope or the camera head side might have been bent or deformed, and this might have damaged the electrical contacts of the subject device. It is also possible that the video connector was damaged because it was inserted with an excessive force. If additional information becomes available, this report will be supplemented.